Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications internal reference#: (B)(4).

Event description:
It was reported that during the procedure, the patient uterus was perforated unilaterally on the left side just under the tube. Physician was not able to ablate because the cavity integrity assessment failed. Physician confirmed that she uses the recommended seating techniques to the best of her ability but still perforated. Patient is doing well.

Manufacturer narrative:
Upon investigation, the device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Internal reference #: (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.